Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. On the previously submitted report section d4 had incorrect model, catalog and UDI number. Section d4, e1, d9, g2, h3, h6 were updated/corrected in this report. The device was returned to the manufacturer quality product investigation laboratory for further investigation. External investigation showed overall light dust, wear, and tear to both base unit and humidifier. Both the air intake and sd card slot cover had minor to moderate dust contamination. During internal investigation found heavy dust contamination throughout the device, including the patient airpath. The blower box, the humidifier input seal, and humidifier tank top seal showed discoloration consistent with tobacco staining. Dust buildup was especially evident in the blower and on the blower impeller. Heavy dust contamination was also found in the bottom housing of the humidifier. The heaviest dust contamination was observed in the bottom enclosure beneath and on the bottom side of the sound abatement foam. The device was internally inspected by the manufacturer. The sound abatement foam was adhered to the bottom of the blower box assembly. Attempting to remove the foam from the bottom of the blower box revealed that the foam had lost almost all capacity to reform to its original shape. The manufacturer applied power to the device and found the power supply would intermittently cut off power to the device. A known good power supply was applied to the device and the device powered on. The manufacturer reviewed the device's event logs finding reboot errors and intermittent powering on of the device occurred. The manufacturer concludes the device has evidence of foam degradation as well as dust and nicotine contamination.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. Section h6 is updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. In the previously submitted second follow-up report, it was mentioned that humidifier tank top seal showed discoloration consistent with tobacco staining. However, this discoloration is consistent with findings of either tobacco contamination or ozone-based cleaning.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.